Event description:
Additional information received stating the device was prepared by putting viscoelastic in the cartridge, then they removed the safety catch and primed the implant. The plunger deviated from the trajectory, jamming the implant in the cartridge. The event occurred before the injector was introduced into the patient's eye, so the injector did not touch the patient's eye. The surgery was completed on same day using a company preloaded device. Additional information has been requested and received stating that the sales rep sent a report on his visit with doctor said that the doctor in all the procedures involved in implant preparation and injection during surgery, used an oven to heat the implants, which are placed in the oven at the start of the program. The sales rep told that this causes the implant biomaterial to heat up, making it far too flexible to be loaded by the plunger as the implant is lowered into the injector chamber. The implant can neither be loaded nor folded correctly, which explains the implant failures of recent weeks and not a malfunction of the device.

Manufacturer narrative:
Additional information provided in b.5., h.6., h.11. Based on new information received from reporter the event occurred before the injector was introduced into the patient's eye, so the injector did not touch the patient's eye. Therefore, this event does not meet reporting criteria for malfunction reporting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received in b.3. , b.5. , d.9. , d.10. H.3. , h.6. And h.11. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the surgery completed during the same operation with same lens model. There was no clinical consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a failure placement, implant stuck in injector and therefore, could not be placed in patient's eye. Additional information has been requested.